Event description:
A report was received that the patient was experiencing pain at the pocket site. Upon examination, the pocket site was superficial and painful with manipulation. Analgesic cream was administered. The patient underwent a pocket revision and was doing well after the procedure.

Manufacturer narrative:
(B)(4).